Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies and >1990 ohms lead impedance. An insulation breach was observed during intervention.